Manufacturer narrative:
The device has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device explant date is approximate. Additional information was requested, but no new information was received.

Event description:
Medtronic received information from the patient that less than a year post implant of this mitral annuloplasty ring, the device was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for replacement was not provided. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.